Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of obstruction is listed in the xience prime instruction for use as a known patient effect of procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 4.0x38 mm xience prime btk stent and one 5.0x250 mm non-abbott stent were implanted in the heavily calcified, 100% stenosed proximal right posterior tibial vein. On (B)(6) 2025 the patient was re-admitted to the hospital for treatment of occlusion in the study lesion. Angioplasty was performed in the target lesion on (B)(6) 2025 and drug eluting stents were implanted. Two toe amputations were performed on (B)(6) 2025. No additional information was provided.